Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level at the time of incident was 437 mg/dl and the current blood glucose level is 412 mg/dl. The customer did not experienced symptoms due to high blood glucose level. The customer treated for high blood glucose with the needles. The customer was on auto mode. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Based on customer¿s report customer does not allege under delivery. The customer was wearing the insulin pump when incident was reported. The insulin pump will not be returned for analysis.